Event description:
In 1990 received christensen fossas, condyles in 1993 and pmma heads in 1994. Currently suffering from an explosion in face. Went to the hosp. Had an 11 hour surgery. Left fossas fractured all the way through, had a broken bone in skull on left side of right fossa separated from the skull. Acrylic was also worn down on implant. Tissue reaction/foreign body removed, enough to fill a cup. The surgeon put in all metal christensen implant. The surgeon broke one of the devices during the surgery as he was trying to bend and shape the implant to fit. He had no replacement for the one that broke so he implanted two different size implants in the pt - 50 mm. On right side and 55 mm on left side. The surgeon called the MFR- tmj implants- about the implant breaking during surgery and was told their devices don't break. The pt was unable to open their mouth when they woke up from surgery - not even 1 mm, panicked and begged the surgeon to remove their implants. The implants were not removed and they were eventually able to open their mouth 8-9 mm. With a therabite. Pt could hardly swallow. Pt was 35 mm w/o an implant, following surgery pt is at 25 mm, jaw opening. Pt has lost all feeling in their lower lip/chin, teeth. Pt is scheduled for another set of christensen implants in 2004.